Event description:
It was reported that during routine testing the external pulse generator (epg) would not turn off unless the battery was removed. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lcd (liquid crystal display) is out of specification (segments missing). Main printed circuit board and battery flex are contaminated. Battery drawer is broken. Heart block, lead flex cover, four case screws, ring cover screw, heart wire contacts, ring, and two side bails, ring cover, and one side bail cover are missing. Upper case and one side bail cover are broken. Lower case is contaminated/broken. Battery release is contaminated. Ring cover and one side bail cover are missing.